Event description:
It was reported that the fluid warming device's reservoir was leaking. No patient injury or adverse affects were reported.

Manufacturer narrative:
UDI is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with broken front cover and cracked tank cover, worn block assembly and faded line cord. The customer stated problem was duplicated. The device is leaking from cracks in the tank cover confirming the customer complaint. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the customer damage of the device (overtightening the screws in the tank cover). A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.